Event description:
It was reported that the patient presented for a lead implant procedure. During the procedure, it was noted that the lead exhibited failure to capture and could not advance the guidewire. The physician completed the procedure successfully with a replacement lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and failure to advance stylet were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A sample stylet was used to perform an insertion test. X-ray confirmed the stylet was able to be fully inserted and removed successfully with no difficulty.